Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with mild blurry vision of the left eye upon awakening. The patient reported dry eye. No further visits are expected at this time.